Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer had a high blood glucose reading of 32.7mmol/l. It was reported that sensor glucose and blood glucose readings were not within target range and insulin delivery was suspended. The blood glucose reading at the time of the incident was 32.7mmol/l and the sensor glucose reading was 2.2mmol/l. It was unknown if the auto mode was used or not. The insulin pump will not be returned for analysis.